Event description:
Unknown- "the red button was stuck in suction position and the surgeon loses pneumoperitoneum." Patient status: ok

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All final assembled handpieces are leak tested at both suction and irrigation valves to ensure the seal functions properly. Similar events have been attributed to the user's interaction with the handpiece, which may cause the smoke evacuation feature to be unintentionally activated. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently redesigned the handpiece intended to minimize the potential for this type of incident to occur. This lot was built prior to the implementation of these device enhancements. This document represents our initial/final document.